Event description:
On (B)(6) 2012 the pt reported experiencing blood glucose of 200-300 mg/dl for the past month. His normal blood glucose level is 120 mg/dl. He treats elevated blood glucose by bolusing. Troubleshooting did not reveal any product issues. The pt was advised to switch to his backup infusion device for purposes of troubleshooting. Upon f/u on (B)(6) 2012 the pt reported that he switched to another infusion device and his blood glucose returned to normal. He believes the infusion device is not delivering enough insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device and adapter were requested to be returned for eval. The insulin cartridge and infusion set had been discarded.